Event description:
It was reported that an alert was triggered for low impedance on the left ventricular lead. The alert was programmed off. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Dtba1d1 implantable cardioverter defibrillator (B)(6) 2013; 5076 implantable pacing lead (B)(6) 2011; 6947 implantable tachy lead (B)(6) 2011.